Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on(B)(4) 2015. The fse indicated that there was a false diluent out error and replaced the diluent reservoir to resolve the issue. In addition, the fse observed that there were background failures on red blood cell (rbc) and white blood cell (wbc) parameters on instrument startup. The fse performed wbc flowcell/aperture calibration to resolve the wbc issues. The fse realigned all probe positions to resolve the rbc issues. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported receiving false "diluent out" errors on a coulter act 5diff autoloader (al) hemology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.